Event description:
It was reported that the patient was seen to have low lead impedance. X-ray images were taken and the lead was intact. The patient then underwent surgery and in pre-op the impedance was normal. The patient's generator was disconnected from the lead and tested with a test resistor which came back normal. The generator was then reconnected to the lead, and a diagnostic test was performed and the impedance was normal. Multiple diagnostic tests were performed with the patient in various positions, and all diagnostics were consistently within normal limits. The surgeon elected not to revise patient. Additional information received reporting that the patient was seen with low impedance again and also low output current. It was also reported that the patient has been experiencing an increase in seizures. No known additional surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The suspect device was received into product analysis for device evaluation. Testing on the device has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
H6: impact code, corrected data - a relevant code was inadvertently left off the previous report.

Manufacturer narrative:
H6, corrected data: initial report inadvertently omitted f0101 coding.

Event description:
Internal generator data was received and a decoder was performed, which confirmed the low impedance was due to a reed switch issue rather than a lead issue. It was also reported that the patient underwent a full revision. The suspect device has not been received by manufacturer to date.

Event description:
Product analysis was completed on the suspect generator. An interrogation, a system diagnostic test, a wandcomm vbat diagnostics, the output was monitored for more than 24 hours, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. Testing did not confirm a faulty reed switch, however it is known that the reed switch can become unstuck during shipping despite being seen at an earlier time. Product analysis worksheet and data dump was reviewed and no anomalies were seen.